Event description:
It was reported that during surgery, the synthetic bearing had detached from the main unit. The taken graft was damaged, but no additional unplanned skin graft was needed in order to complete the surgery. There was no patient harm/injury reported. There were no unexpected medical intervention and no delay reported. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in japan.